Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Subsequently, this lead was repositioned with more slack added, during which the ra lead became dislodged. The ra lead was then repositioned, and both leads were functioning appropriately. This rv lead remains in service. No additional adverse patient effects were reported.